Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111300 - the dentist reported that 15 days after the dental implant was installed in intraoral region #30 it was verified its non- osseointegration . 20 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii.